Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, non-sustained right ventricular oversensing episodes were observed due to post- paced t-wave oversensing. Programming changes were recommended. No further information is available.

Event description:
New information received states a new instance of post-paced t-wave oversensing was observed when the patient returned to the clinic. The new recommended programming change was made. No patient symptoms were observed.